Manufacturer narrative:
Additional information: lot number updated. Product analysis: the stent was not present on the balloon and did not return for analysis. A kink was evident to the hypotube. The balloon folds were partially expanded. Crimp impressions were visible on the exposed balloon surface. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the one onyx frontier coronary drug eluting stent dislodged during delivery to/at the lesion. The stent dislodged when used with a non-medtronic guide extension catheter. The dislodged stent was not removed. A small balloon was inserted through the dislodged stent to deploy the stent. The device was inspected before use with no issues. Negative prep was performed with no issues. Excessive force was not used during delivery. The patient is alive with no further injury.